Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and myocardial infarction are listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID (B)(6). It was reported that on (B)(6) 2019, the patient underwent a coronary procedure, treating target lesions in the proximal circumflex (cx) artery and the mid left anterior descending (lad) artery. One 2.5 x 23 mm xience alpine stent was implanted in the proximal cx. Pre-dilatation was performed in the lad, using a 2.5 x 15 mm non-abbott dilatation catheter. Angiography noted that after pre-dilatation, a dissection had occurred in the mid lad and the patient experienced chest pain. The 3.0 x 33 mm xience alpine stent was implanted to treat the dissection. During implantation of the 3.0 x 33 mm xience alpine stent, the 2nd diagonal [d2] artery was jailed, resulting in occlusion. The stent did not completely cover the dissection at the proximal end; therefore, a 3.0 x 18 mm xience alpine stent was implanted, overlapping the first stent, to cover the dissection. Enzymes were elevated and a myocardial infarction (mi) occurred, as a result of the dissection extending into the d2 and the 3.0 x 33 mm xience alpine stent jailing the d2. The d2 was unable to be re-wired and remained occluded. Medication was administered, treating the patient¿s pain and the occlusion, and the patient was monitored in the cardiac care unit. The event resolved on (B)(6) 2019. No additional information was provided.